Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
One of the bed rails is very loose and the adjustment knob will not tighten.